Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During evaluation, at the certified local service provider, of this ev1000 system the data box was hooked up to a simulator to check injectate temperature and blood temperature. The values received from the simulator are as follows: injectate temperature was 1.9 / 15.5 / 25.4, while the normal range for simulated values for it are 1.4 / 15.3 / 25.4 (+-0.3). For blood temperature the values received from the simulator were 17.2 / 31.8 / 37.3, while the normal simulated values for bt are 15.5 / 30.0 / 37.0 (+-0.3). The blood temperature is out of range at the 15.5 and 30.0 levels. No error message was displayed during the out of range values. These values were obtained after recalibration. The iso board was replaced and then the data box passed all test with correct values. At the time of this testing, the system was beyond its useful life with an expiry date of april 4, 2016. The root cause of this issue in not associated with manufacturing or design. A product risk assessment was completed for injectate temperature and blood temperature out of range. Injectate temperature is measured as it enters the catheter lumen, in the pulmonary artery and then again as it passes the thermistor. A temperature curve is produced that measures the change in temperature from the entry of the fluid to the thermistor at the end of the catheter. This temperature curve is used to compute the cardiac output (co). In this case, the it and bt values were out of range during regular maintenance. This may cause an erroneous temperature curve and therefore an erroneous cardiac output, which may affect treatment decisions if this nonconformance were to occur in the field. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
This ev1000 system was sent to the local service provider for routine maintenance. It and bt values were found out of range when the data box was being tested. The system was then sent to a certified service center for further testing. There was no patient involved in this issue.